Event description:
The physician placed the sgw atw .014 j floppy 195cm guidewire in the patient and pulled back, but the guidewire would not move. During a back and forth motion, the tip came off inside the patient. The physician then retrieved the tip from inside the patient.

Manufacturer narrative:
Additional information received via fax on (B)(6) 2010. The wire was removed from the dispenser by the distal floppy end and was not noted to be kinked or damaged in any way prior to insertion into the patient and had not been re-shaped by the user. The wire tip fractured during insertion into the guide catheter and was discarded. Friction had been felt between the wire and the navilyst medical wire introducer, but it was reported that the wire was not torqued against the resistance. The distal tip did not migrate or exit the guide catheter and there was no injury to the patient. Complaint conclusion: during advancement into a guide catheter, an atw steerable guidewire became stuck. The physician pulled back, but the guidewire would not move. During a back and forth motion, the tip came off inside the catheter. The physician was able to retrieve the separated segment without patient injury. No anomalies were noted prior to use. The wire had not been pre-shaped. The wire was inserted into a navilyst medical wire introducer and friction was felt. The wire was not torqued against the resistance. The physician stated that the fractured distal tip did not migrate or exit the guide catheter ,and there was no injury to the patient. The complaint of wire fracture/separation was confirmed. Although the root cause of the fracture could not be conclusively determined, there are no indications that this related to the manufacturing process. The product analysis did not show any obvious indications of manufacturing defects or anomalies that could have contributed to the events as reported. The records indicate that the product met specification prior to shipment. Review of the clinical information suggests that some procedural factors or interaction between the introducer tool and the wire may have contributed to the event. No actions will be taken at this time. One non-sterile atw steerable guidewire was returned for analysis. A kink was noted 15.3cm from the proximal end. The coil tip was stretched and the flat core wire was fractured at the distal end. The delivery wire was examined with a microscope and no anomalies were found. Sem analysis showed that the flat core wire fracture surfaces presented evidence of bending and smearing characteristics. Reverse bending and/or pulling could be related to these surface characteristics. Cutting was discarded as a root cause by comparison with a sample cut by the engineer. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the lot. This indicated the product was final inspection tested at lake region medical limited and was determined to be acceptable.

Manufacturer narrative:
The device has been returned for analysis, but the analysis has not yet been completed. The device history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable.additional information will be submitted within 30 days of receipt.